Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a faulty patient board set. In addition, it¿s possible that the dr board¿s (printed circuit board) op-amp circuitry was not properly designed, or the video connector was not connected properly. It was confirmed that the design change of the operational amplifier portion of the dr board was implemented on april 16, 2018. This further confirms that the subject device was manufactured prior to the design change. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was also noted that the chassis, feet, front panel and rear panel needed to be replaced. The locking mechanism was bad and the software version needed to be upgraded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the eevis exera iii video system center no image with 180 scopes. The procedure was diagnostic in nature. There were no reports of patient harm associated with the event.